Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested (B)(6) for coagulase negative staphylococci (1cfu/100ml). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information become available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the subject devise. Suction channel: pseudomonas aeruginosa, stenotrophomonas sp and comamonas kerstersii (less than 100cfu/100ml) air/water channel: pseudomonas aeruginosa, stenotrophomonas sp and comamonas kerstersii (47cfu/100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, (B)(4) using peracetic acid. There was no report of infection associated with this report.